Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the customer fell on the pump. The customer's blood glucose level was not impacted due to the reported issue. The customer stated that the pump would be used for basal delivery and manual injections will be used for bolus delivery.